Event description:
It was reported, that inappropriate shock was observed. When a magnet was placed on the implantable cardioverter defibrillator (ICD). Technical services (ts) noted, the magnet response was set to "normal". And confirmed, there was no magnet response alert on the most recent transmission. Ts discussed, the possibility of magnet strength or placement playing a factor in the observation. The ICD was being monitored. There were no reported patient symptoms or consequences.